Event description:
Allegedly, (b)(6) 2022: 72-year-old woman with a Profemur Z, Lineage, and biolox delta suffered dislocations before undergoing revision surgery where the acetabular component remained, but the stem was changed. She was found to have a periprosthetic pseudotumor of the right hip. An elevated-rim liner was fixed on the acetabular component using cement. Head has other legal manufacturer.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.